Manufacturer narrative:
H3: product analysis equipment used: vis m-81805, 203cm ruler m-83360 as found condition (condition of returned device): the concerto device was returned for analysis within a shipping box, an opened axium prime outer carton (lot-230911441), and within the introducer sheath. No microcatheter was returned. Visual inspection/damage location details: the axium prime device was returned within the introducer sheath. The introducer sheath was found to be in good condition and applied incorrectly with the wavelock facing towards the distal end of the pushwire. The pushwire was found to be broken at the proximal segment, with the actuator interface and the entire release wire not returned; in addition, the pushwire was found to be bent at ~1.8cm and bent within the introducer sheath at ~80.5cm from the proximal tip. The axium prime implant coil was found to be detached from the pushwire detach element and not returned. The shield coil was found to be in good condition. No other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter hub¿ was able to be confirmed, as the damage observed with the axium prime device was found to be consistent with advancement against resistance. A few possible causes of ¿resistance in catheter hub¿ are but not limited to, user advances coil against resistance, damage to coil due to excessive tightening of rhv, sheath not properly seated in hub, and catheter hub transition; however, the root cause for ¿resistance in the hub¿ was unable to be determined. Based on the device analysis and the reported information, the customer¿s report of ¿pushwire kink/damage¿ was able to be confirmed, and the cause was determined to be advancement against the reported resistance. The pushwire proximal tip was found to be broken off and not returned for assessment. The condition the proximal tip was in was unable to be verified. The echelon noted in the event was not returned; therefore, the condition of the echelon could not be determined. Any contribution the catheter had towards the damage could not be assessed. The echelon was found to be compatible with the returned axium prime device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance with a catheter. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located on the ica. With a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that coil stuck in micro catheter. Could not be pushed out. The coil encountered resistance at the catheter hub. There was damage to the distal segment of the push wire and the distal section of the catheter. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include an avigo guidewire, echelon microcatheter